Manufacturer narrative:
(B)(4). Report source, foreign - event occurred in (B)(6). Reported event was confirmed as the pictures received show that the inner cement pouch sealing was opened. The product analysis can't be performed as the product was not returned. The review of the device manufacturing quality record indicates that (B)(4) products refobacin bone cement r 1x40g, reference 3003940001, lot number a752bd2503 were manufactured on 21 august 2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. 1 complaints have been recorded on refobacin bone cement r 1x40g, reference 3003940001, batch a752bd2503 since ever. According to available data, the most probable root cause is due to packaging issue (sealing process). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the inner sterilize packaging was found to be opened. This issue was detected during the surgery. No adverse event has been reported as a result of the malfunction.